Manufacturer narrative:
Updated sections b7 and b2 (check product problem box). Upon review of the patient¿s medical records it was found that the patient was admitted for chest pressure associated with sob and bilateral low edema. Tee showed ef 60-65%, ava 0.3cm2, and mean gradient 44mmhg. Prior tees showed an ¿abnormal functioning bioprosthetic 23 mm edwards tavr¿ and prosthetic valve stenosis. It was felt that the patient had moderate stenosis of their tavr valve and a repeat tavr was suggested. However, a tavr was not recommended at this time as the stenosis was moderate, the patient¿s symptoms resolved since anemia was resolved, and the tavr would be a risk and would hold off until absolutely necessary. Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The device is not available for evaluation as it remains implanted in the patient. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the valve stenosis could not be confirmed. However, may be due to patient factors (pre-existing valvular disease process). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received. A second 23mm sapien 3 valve was implanted within the original valve. The result was great.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
Approximately 4 years post implant of a 23mm sapien 3 valve in the aortic position, the valve was reported to be ¿failing.¿ no intervention has been performed at this time. However, a valve in valve procedure will be planned.